Manufacturer narrative:
Patient information was unavailable from the site. Device lot number, or serial number, unavailable.device manufacturing date is dependent on lot number/serial number, therefore, unavailable.RMA issued; replacement device shipped to site for issue resolution. No parts have been received by the manufacturer for analysis.

Event description:
A site representative reported that while in a spinal fusion procedure the surgeon alleged the connection between the navigated driver and screw was loose. The surgeon opted to continue using the navigated driver and completed the procedure with the use of the navigation system. The site representative reported there was no delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4). Method, result and conclusion were inadvertently missed on the previous supplemental report. Codes now included.

Manufacturer narrative:
Device lot number now provided. Device manufacturing date now provided. Medtronic investigation of returned suspect device finds that the tip of the driver is a bit worn down, the edges rounded over, causing the loose fit with the mating screw that was described. The driver is in otherwise good condition. The reported event was confirmed to be caused by a mechanical failure mode due to wear. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.